Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable as it had reached end of life. Programmer displayed the message 'replace the generator. The generator has reached the end of its useful life. Contact your doctor to schedule a replacement¿. Surgical intervention may be undertaken to address this issue.